Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588tnt tightrope®, batch 15405767, was received for investigation. Visual inspection of the returned device noted that the button was fractured. Functional testing was not performed due to the damaged component. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
One unpackaged ar-1588rt-ib tightrope®, batch 15405767, was received for investigation. Visual inspection of the returned device noted that the button was fractured. Functional testing was not performed due to the damaged component. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. Dfu-0147-eo revision 4; g. Precautions: ¿acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.¿ the complaint allegation is confirmed. Refer to the investigation photos.

Event description:
On 09/16/2025, a competent authority reported via email that an issue occurred involving the ar-1588rt-ib tightrope ii rt device. While the surgeon was advancing the acl hamstring autograft through the tunnels using the tightrope rt ii, the tightrope button fractured, resulting in damage to the implant. This was discovered during a left knee acl reconstruction using hamstring autograft with a medial and lateral meniscal repair procedure on (b)(6 2025. Additional information received on 9/17/2025: during a surgical procedure, an issue occurred intraoperatively when the graft was being pulled through the femoral tunnel, and the tightrope button broke off inside the patient. The surgeon removed the tightrope, attempted to use an extensor button without success, and ultimately completed the procedure by implanting an interference screw. The surgery was delayed by approximately 20 minutes, and additional anesthesia was administered to accommodate the extended operative time. Additional information was received on 9/24/2025: the extensor button that was attempted to be used and failed was an arthrex ar-1589rt tightrope button extender. Additional information received on 9/29/2025: the surgeon felt the ar-1589rt tightrope button extender did not provide enough tension and therefore decided to use an interference screw instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.